Event description:
The user facility reported the coating on the cable was peeling, and there was poor image quality, on the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was no image due a faulty printed-circuit board. This report is being submitted for the malfunction found during the device evaluation (faulty circuit board).

Manufacturer narrative:
During inspection and testing, no image was displayed due to a printed circuit board failure caused by water ingress to the device. Service confirmed the coating on the cable was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board cause by water ingress. The specific root cause of the faulty printed circuit board from water ingress could not be determined at this time. Olympus will continue to monitor field performance for this device.